Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. The merlin.net transmission showed that the pulse generator exhibited back-up vvi operation. Device imaging could not be saved. It was noted that the patient and recently undergone an unrelated procedure; post-op EKG did not show an indication of bvvi. After a firmware download, the device resumed normal function. The patient would continue to be monitored.